Manufacturer narrative:
Zoll has not yet received the autopulse platform (B)(4) for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (B)(4) displayed a "system error, out of service, revert to manual CPR" message upon power up. No patient involvement.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. It was indicated that the processor board was defective. The archive data was reviewed and contained a system error 136 (internal parameter corrupted). As part of routine service during testing, the platform was further examined and found damaged encoder cover, head restraint bracket, motor cover and missing battery partition cover. This physical damage found during visual inspection is a characteristic of normal wear and tear for the age of the device. A load characterization check was performed and identified a defective load cell. These observation are not related to the reported event. These observations are not related to the reported event. The autopulse platform is a reusable device and was manufactured on 01 sep 2005. It has exceeded its expected service life of 5 years. The platform is (B)(6) and has not seen regular preventive maintenance. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the autopulse platform with serial number (B)(4).